Event description:
On (B)(6) 2026, a patient underwent an ultrasound-guided kidney biopsy through normal density tissue using the maxcore device. During the procedure, it was reported that no sample could be obtained. Reportedly, the firing button was a bit stuck but still could be pressed. Furthermore, it was reported that the outer cannula was not released. No coaxial needle was used, and the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided and reviewed. The photo shows the one maxcore device in initial position without needle protector kept inside the package and product labeling information which does match and verifies with tw. The second package is in inverted position, and the device is not visible. No other visual anomalies are observed. Therefore, based on the photo review the investigation is kept as inconclusive for the reported failure to fire issue as no objective evidence was shown in the provided photo to support the reported event. A definitive root cause for the alleged failure to fire could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.